Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech found the brake casters were worn and deteriorating. The tech replaced the brake casters to repair the bed.